Event description:
Reference number (B)(4). Event occured in the united states. The patient experienced infusion set's tubing detachment event on (B)(6) 2025. The detachment was from hub. Infusion set was in use for less than 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008292, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008292 was manufactured according to the work instruction (wi) version 115 and manufactured in the line 3, on 27/jul/2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance nc was opened during the sterilization processes. The sub-assembly, gluing of tubing of the lot 4g04763 was manufactured according to the wi version 11 and manufactured in the machine igtl01, on 23/jul/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g04768 was manufactured according to the wi version 64 and manufactured in the machine sc09, on 23/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one nc raised during sterilization process unrelated to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.